Event description:
It was reported the patient's scs ipg will no longer communicate with external devices. A replacement charger was shipped to the patient but was unable to establish communication as well. The patient has lost scs system stimulation. The patient will consult with his physician regarding possible surgical intervention and next steps to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.